Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the system froze.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was able to replicate the reported event. The host printed circuit board (pcb) was replaced. Unrelated to the reported event, the footswitch cable was replaced. The system was then tested and met all product specifications. The system was manufactured on december 16, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was a nonconforming host printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).